Event description:
It was reported when an asymptomatic patient presented in the operating room for a lead revision, high capture threshold was observed on the lv lead. During the procedure the lead was capped and replaced on (B)(6) 2017. The patient was stable before, during, and after the procedure and will continue to be monitored.